Event description:
When patient attempted to bolus dose, the machine did not beep or recognize the attempt that the basal function worked. Pump was evaluated by biomedical engineering and the patient hand switch was found to be defective. It was replaced and returned to service. No patient injury.